Manufacturer narrative:
The xn series (xn-1000) instructions for use (IFU) provide the following intended use statement: "the xn series modules (xn-10, xn-20) are quantitative multi-parameter automated hematology analyzers intended for in vitro diagnostic use in screening patient populations found in clinical laboratories." Initial analysis of sample ID (sid) (B)(6) generated an error message and results were suppressed. The suspect repeat analysis was judged "positive" with ip messages alerting the operator to possible sample abnormalities. The sysmex xn series (xn-1000) IFU, chapter 11 - checking detailed analysis information (data browser), section 11.6 - ip messages, details the method in which the analyzer conveys its findings. "Results without an error messages are classified into positive/negative based on the preset criteria. The system bases its judgments on comprehensive surveys of numerical data, particle size distributions, scattergrams, and provides easily-to-understand flags/messages indicating the instruments findings. These flags/messages are referred to as "ip (interpretive program) messages". Flags and messages, communicated through ip messages, indicate the analyzer's findings, and notify of possible sample specific abnormalities. Further verification of accurate results is recommended prior to reporting to the clinician. The user failed to verify the sample prior to release. Investigation determined a compromised specimen collected from an intravenous (IV) line, contributed to the event. No analyzer deficiency was identified. The analyzer performed as designed by flagging the suspect sample for abnormalities requiring further verification. Sysmex xn series (xn-1000) IFU, chapter 15 - technical information, section 15.2 - system limitations and interfering substances, notes; "compromised samples, such as those not properly collected, stored, transported, or contain clots may cause misleading results. Always use good laboratory practices for inspecting specimens for acceptability and verifying results."

Event description:
The customer reported a patient was unnecessarily transfused with multiple blood products due to low hemoglobin (hgb) result generated by the analyzer. No serious injury or death was reported as a result of the transfusions.